Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instruction manual gif-2tq260m operation chapter 3 preparation and inspection: 3.2 endoscope inspection: endoscope inspection. Instruction manual gif-2tq260m operation chapter 4 usage: 4.2 using the treatment tool. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. MDR was initially submitted on july 29, 2025; however, ack 3 was not received. Ticket (B)(4) was created on august 1, 2025. The MDR was resubmitted on august 15, september 02, and september 04, 2025, but ack 3 was not received.

Event description:
It was observed that during the device evaluation that the gastrointestinal videoscope's distal end cap was burned. There were no reports of patient involvement.